Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was used as a temporary pacing lead until a new permanent system could be implanted. The lead was connected to a non-boston scientific device. Overnight, the patient was not restrained, became combative and pulled the entire lead out. As a result, a new rv lead had to be implanted for temporary pacing use. There were no problems noted with the lead. This rv lead will not be returned because the hospital retained the lead. No additional adverse patient effects were reported.